Manufacturer narrative:
On 28-jan-2022, mentor failure analysis lab received a mentor memorygel breast implant 550cc gel breast prosthesis. On 01-feb-2022, mentor received additional information stating the device belongs to this patient suffering from bilateral breast prosthesis rupture. It was not specified if the mentor memorygel breast implant 550cc gel breast prosthesis is the patient¿s right or left ruptured breast prosthesis. Analysis results will be reported in this report. If clarification of side of implant is received, a supplemental report will be submitted. The lot number of the suspect medical device is 6518028. On 03-feb-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Additionally a tear was noted within the crease and extending to the anterior view, measuring approximately 5.7 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-feb-2023, mentor received additional information about the event. It was reported that only the patient¿s right breast prosthesis ruptured. The left breast prosthesis was removed intact. This report is for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. (B)(6).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses that both ruptured post implantation. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.